Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017 the reporter was treated in the hospital for elevated blood glucose (bg) over 500 mg/dl with extreme thirst, nausea, and large ketones associated with a history/settings issue. The patient reportedly remained on the pump and was treated with insulin via injection. The reporter noted that the patient¿s healthcare provider had made recent basal rate settings adjustments. During troubleshooting, it was noted that the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a basal history discrepancy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump histories showed the pump was manually suspended on (B)(6) 2017 at 14:43. An unexplained pump reboot occurred on (B)(6) 2017 at 15:04; insulin deliveries never resumed. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 48 units after 24 hours on a 2 unit/hour duration test. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint. The battery cap was not returned with the pump and a test cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).